Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the third firing of the stapler from the antrum towards fundus, the surgeon stated that while he clamped on the tissue then pressed the green button to fire the device, it would not fire. He though it was almost like there were no staples in the stapler. It was found out that the small staples were still visible in proximal end of the reload however it was consistent with the fired reloads. The reload was removed from the handle and a new reload with the same lot number was opened and loaded on the same handle and was fired normally to complete the case. There was no patient injury.